Event description:
A report was received that the patient would have their precision system revised. The revision was due to the ipg migrating and rubbing on the patient's iliac crest causing discomfort. During the revision the physician decided to replace the patient's precision system. The patient is reportedly doing well.

Manufacturer narrative:
The explanted device was not returned to bsn as they were discarded by the medical facility.